Event description:
It was reported that bd needle blunt 18g 1-1/2in tw needle is coring the newish drawing up needle (the one without the filter) has been creating a small plastic core, see photo. Our concern is that this could then be injected into the patient is not noticed by the nurse. Then says, "it is a concern that patients have been injected with plastic from a faulty product design."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of corning needle was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.